Event description:
As reported via the edwards clinical specialist, the patient experienced an iliac perforation event during removal of the sheath post a successful transcatheter aortic valve replacement (tavr). Per the case summary, a surgical cut down was performed to the rcfa for access. Serial dilatation was performed with all the dilators up to the 25fr. The physician indicated moderate difficulty advancing the 25fr dilator and the 22fr sheath. The physician advanced the device slowly past the aortic bifurcation and the procedure was performed without issue. Upon removal of the sheath, a dissection was noticed as well as a perforation in the right external iliac artery (reia). The dissection was repaired surgically with a covered stent. The patient was in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the patient¿s right femoral access vessel was measured to be exactly 7.0mm with noted mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that the borderline vessel size along with calcification and / or tortuosity not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.